Event description:
Allegedly the patient was revised due to following mom complications: shedding of metal debris into the bloodstream, tissue and bone damage, persistent pain and decreased mobility. (Right).